Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide device after a peripheral interventional procedure using a 6f sheath. Reportedly, resistance was noted during advancement of the proglide device into the anatomy. The suture broke when the plunger was removed. The lever was returned to its original position and the foot closed prior to device removal; however, resistance was noted when the device was attempted to be removed from the anatomy. The device was removed against resistance and the device separated into two pieces at the guide. The suture was removed from the patient, but sheath with the foot attached remained in the anatomy. Manual pressure was held while the surgeon was notified. The level of anesthesia increased for the surgical procedure. The vessel was incised and the puncture site enlarged in order to remove the separated portion of the device. Vessel damage was noted and was treated via surgical procedure. Hemostasis was achieved via surgical suturing. No additional information was provided.

Manufacturer narrative:
Visual inspections and functional were performed on the returned device. The reported guide detachment was confirmed. The suture detachment was not confirmed. The reported difficult to advance and entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the electronic perclose proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case the device withdrawal against resistance was determined due to operational circumstance. The reported patient effect of tissue damage is listed in the perclose proglide IFU, as a known adverse event associated with use of suture mediated closure devices. The investigation determined the reported difficulties, patient effect and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.